Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 80 year old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was documented that the patient developed an access site bleed. The patient was provided with two units of prbc to counteract the blood loss. The pump was later removed during a planned explant unrelated to the bleed. The patient was considered to be stable following the event.